Event description:
One of the pkg of strips, 3 of the strips were stuck or glued together with what looked like black sticky material that kept them stuck together all on the bottom part where blood is placed. States no crack in bottle; and in addition 1 other strip was defective and just gave an error reading.